Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for unknown indications for use. It was reported that the patient had their pump refilled this morning and the healthcare provider (hcp) interrogated the pump and found out that the pump had stopped briefly on (B)(6) 2024. At 1 am and they asked the patient if they went through magnetic resonance imaging (MRI) but the patient stated they were sleeping and denied electromagnetic interference/magnetic sources. They stated they did not have any symptoms or hear any alarms. In the background the hcp checked the pump and stated there had been a code 3 with motor stall. Agent advised to look for any symptoms going forward, alarms of the pump and to have the pump checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.